Event description:
It was reported that the device was used during a low anterior resection. It was reported that when the surgeon fired the stapler it did not work correctly. Staples did not fire all the way. The case was completed by using hand suturing. There were no patient consequences.